Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on march 03 with lot number 2617949. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening, observed a missing piece of shell through microscopic inspection assessed as inconclusive and observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "partially palpable prosthesis folds", "inconspicuous palpation finding", "increase in echogenicity inside the implant", "interrupted capsule structure with leakage of echo-rich material", "axillary lymph nodes" and "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "partially palpable prosthesis folds", "inconspicuous palpation finding", "increase in echogenicity inside the implant", "interrupted capsule structure with leakage of echo-rich material", "axillary lymph nodes" and "rupture". This record is for the right side. Device has been explanted.